Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a blue screen and will not stop alarming. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation, findings, components codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the unit would not switch from absolute gauge pressure, x2 transducer reading 0mmhg at 740 mmhg. The unit would not calibrate. The fse replaced the executive processor board (0670-00-0770). The fse reinstalled the software, reseated all connections, reinstalled the software a second time, calibrated the unit, and functionally tested the unit without issue. The unit passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Updated fields: h6 (health effect ¿ impact code). Additional contact information: (B)(6).

Event description:
It was reported that, issue found on startup the cardiosave intra-aortic balloon pump (iabp) has a blue screen and will not stop alarming. There was no patient involvement.